Event description:
Additional information was received from the health care professional (hcp) reporting that no device troubleshooting or diagnostics had been done yet as the patient had undergone lumbar surgery just prior to their last clinical visit. The patient had not yet follow-up with the hcp. The patient was scheduled for an adjustment of settings which would need to be arranged on follow-up. The cause was still unknown at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported there was shocking at the battery site. The patient needed 6-7 v to feel any stimulation and was not receiving adequate pain relief. The patient's non-rechargeable battery was already depleted to 2.8 v. It was unknown w hat led to the event as it had been an issue since implant. Diagnostics and troubleshooting performed included an impedance check and attempted alternate programming. All impedances were within normal limits. Actions taken to resolve the issue included reprogramming. This issue was not resolved at the time of the report. Additional information received from the consumer reported a pinching, burning, and tearing feeling. The patient felt this pain at the top of the implantable neurostimulator (ins). These symptoms were noted as a sudden change, but were also noted to be intermittent. The patient had not noticed the burning, pinching, and tearing pain when she turned stimulation off, but she was not sure. The patient noted that she would continue to monitor the feeling and would document if the stimulation was on or off at the time. Additional information from the rep reported the patient lost stimulation on (B)(6) 2015. No falls or trauma were reported. The patient was not able to feel stimulation. The patient had two programs and she increased both of them to 10.5 v and reached the upper limit, but she did not feel stimulation at all. The patient verified with the programmer that stimulation was on and that stimulation was at 10 v. The patient had 10 v on both programs, but did not feel stimulation. Surgical intervention had not been performed at the time of the report and it was unknown if surgical intervention was planned. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the consumer reported that no one had an explanation as to why they were having their issues. No steps were taken to resolve them yet.